Manufacturer narrative:
Device evalution in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump was continuously emitting beeping sound. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event log showed an occurrence of high pressure alarm messages after the pump was turned on. The investigation was unable to duplicate the reported issue, no problem was found with the pump. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Additional information indicated that it's unknown if there was any patient involvement.